Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fluid in the scope connector and a leak at the biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope error code e315 during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.